Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that mg spoke with supervisor, km regarding the equipment incident. K stated that their outlet sparked when they plugged the agiliti umano bed into the outlet. They moved the patient and the bed to a different room, outlet again sparked when the bed was plugged into the outlet complaint #(B)(4) was entered into our system.